Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. P-cap or reservoir locks properly into place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was assisted with troubleshooting. There was no damage on battery cap and battery compartment. Customer also stated that the display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.